Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model: fa-77400-18 / lot: not reported / dom: n/a / exp: n/a (qty 2).(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Information received from the (B)(6) clinical database. Treatment of two left unruptured ica (internal carotid artery) / other c4 aneurysms measuring 13mm x 10mm. It was reported that the patient underwent pipeline embolization treatment involving four pipelines on (B)(6) 2010 and developed a right hemiparesis and aphasia the following day. Two years after the patient was discharged, it was reported that the aphasia resolved, right hemiparesis improved, and there is minimal residual weakness.